Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during each of two mris (1.5 tesla). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet has been completed (date not reported).